Event description:
Caller alleging discrepant high results on pts. Inratio = 2.4, lab = 1.9; inratio: = 2.4, lab = 1.7. Tests taken within an hour. Pt's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.